Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination and thermal damage on the battery pca, a shorted q1 current-controlling transistor, a shorted u13 cmos flash microcontroller, an open j400 connector, and a shorted d2 diode on the bedside pca. The damage to the transistor, microcontroller, connector, and diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged battery casing) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. In addition, the battery housing around the battery connector was burned. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged housing could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem and battery. Battery charger sn (B)(4) mfg. Date: 01/28/2016. Battery sn (B)(4) mfg. Date: 10/09/2017.

Event description:
A us distributor returned a patient's battery charger and reported that it was unable to charge a battery pack. One of the patient's batteries was also returned for physical damage.